Event description:
A user facility reported that following laser-assisted cataract surgery, the patient presented with eye dryness. No other details were provided. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts to obtain additional information have been made. No new information has been received.(B)(4).